Manufacturer narrative:
The reported adverse event was a broken dental crown. The event date is approximate. The patient's phone number is not available.

Event description:
A consumer reported that their diamondclean smart power toothbrush broke their dental crown.

Manufacturer narrative:
D1: revised product brand name from philips to philips sonicare. Analysis results: product was not returned to confirm a malfunction has occurred. H3 other text: product not returned to manufacturer.